Manufacturer narrative:
Based on the results of the investigation the image abnormality was due to damage on the charged coupled device unit int he endoscope connector. However, a definitive root cause for the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the flex deflectable videoscope exhibited a purple image with image snowflakes. There was no patient involvement.

Manufacturer narrative:
Updated fields: h4, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that accumulated electrical stress applied to electrical boards in scope connector (mounted electrical parts included) by energizing, accidental static electricity, over current due to attachment/detachment of the connector while the system was on, or the like caused unstable image signal output due to negative impact which led to bad electrical connection. As a result, the event may have occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.